Manufacturer narrative:
The investigation is in process. A follow-up report will be submitted upon completion of the investigation.

Event description:
A livongo testing engineer burned her finger while testing a scale returned from a user. The user reported that the scale would not turn on and returned the scale to livongo for testing. The engineer reinserted the batteries, replaced the battery cover, and after waiting 120 seconds the device did not turn on. The engineer turned the scale over to inspect an observed dent on the battery compartment cover. At this time the engineer received a burn on her finger and observed smoke from the scale. The engineer treated herself by running cold water over the burn and using burn cream from the office's first aid kit. No medical attention was sought. The original user of the scale did not report any observation of smoke and did not report any injury.